Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the ablation data was provided. No anomalies were noted in the power, temperature and impedance values. Information from the field indicated that the catheter was irrigated at a flow rate of 22 ml/min and a maximum of 50 w was used. Flexibility ablation catheter, sensor enabled, instructions for use (IFU) suggests that the pump settings for irrigation flow rate during ablation should remain at 10-17 ml/min. Additionally the IFU notes, "there is a possibility of higher incidences of steam pops at power levels exceeding 40 w and increased collateral damage when maximum power settings (50 w) are used. Power should be increased to these levels only if lower energies do not achieve the intended result." However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of atrioesophageal fistula. And stroke remains unknown.

Event description:
Patient presented to the hospital 12 days post atrial fibrillation redo procedure with dysphagia symptoms and diagnosed with a stroke. After cardio CT imaging it was discovered that the patient had an atrioesophageal fistula. Patient required ICU treatment, ventilator support and an additional operation to treat the atrioesophageal fistula. There are no alleged performance issues with any abbott devices.